Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return because it remains implanted after a valve-in-valve procedure. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the mitral valve had been implanted to the tricuspid positon which is considered a contributing factor towards possible early failure of a pericardial valve. Minimal information regarding the condition of the valve at the time of the intervention was available; therefore, the root cause for the stenosis and regurgitation cannot be conclusively determined. As the device was not returned to edwards for analysis, the root cause for the regurgitation and stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 33mm pericardial mitral valve, implanted at the tricuspid position, was disabled via a valve-in-valve procedure after an implant duration of 7 years, 4 months due to stenosis and regurgitation. A 9600tfx 29mm transcatheter valve was implanted. No additional details were provided. Patient outcome was reported to be successful.